Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. The correct FDA product code is oja (enforcement discretion). This code is exempt from a 510k number. (B)(4)

Event description:
The baxter sales representative call on the customer's behalf to report the threads broke off the female luer while removing a connection. This incident occurred with the vitalhold standard bore extension set, product code 6n8220, with an unknown lot number. This incident occurred during use. It is unknown if there was any patient injury or medical intervention associated with this report. No additional information is available.